Event description:
The customer reported that the c-arm of the 7900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. Fuses in the c-arm were replaced. The system was tested and operates as intended.